Event description:
Out of range bipolar impedance reported forcing lead polarity switch to unipolar. Pacing lead impedance trending lower in the 200s for at least a year. The lead was found to be dislodged and was capped. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.